Event description:
It was reported that a patient underwent a total pelvic prolapse repair on (B)(6) 2080. Post-operatively, the patient developed a small mesh erosion of the posterior vaginal wall. The patient was treated with estrogen cream.

Manufacturer narrative:
(B)(4): mesh exposure. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was concluded and the batch met all finished goods release criteria.